Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer alleged under delivery on insulin pump. Customer¿s blood glucose was 250 mg/dl and experienced nausea. Customer was treated with manual injection. The customer alleges pump was under delivering as the blood glucose was not improving after delivering insulin. Customer stated that she changed infusion set, insulin was dripping slow so she had to do manual injection to treat high blood glucose. Insulin pump will not be returned for analysis.